Event description:
It was reported that during a procedure at the user facility the surgeon placed the long nozzle down the femoral canal during cementing and it instantly snapped. The broken nozzle was retrieved from the patient. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no additional medical intervention was reported.

Event description:
It was reported that during a procedure at the user facility the surgeon placed the long nozzle down the femoral canal during cementing and it instantly snapped. The broken nozzle was retrieved from the patient. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no additional medical intervention was reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : not available.